Event description:
A report was received that a pt's precision system was explanted due to infection. The physician did not know what type of infection the pt had. The pt was given medication to treat the infection, but the type of medication is unk.

Manufacturer narrative:
The explanted devices were not returned for eval because they were discarded by the medical facility.